Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 24, 2020 that a wallflex biliary fully covered rmv stent was to be implanted to treat a biliary stricture during a biliary stent implantation procedure performed on (B)(6) 2020. According to the complainant, post sedation, the guidewire was able to enter the tip of the delivery system, but failed to exit the rx port (guidewire access port). Reportedly, the procedure was not completed because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay, fine and good.

Manufacturer narrative:
Block h6:medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure.block h10:a wallflex biliary fully covered rmv stent and delivery system were received for analysis. The stent was returned fully covered by the outer sheath and undeployed. Visual examination of the returned device found the guidewire access sheath (gas) was kinked and the gas ramp lifted. Microscopic inspection revealed the inner sheath was also returned misaligned with the outer sheath. Functional inspection was performed and the guidewire was unable to exit through the guidewire access sheath. No other issues with the stent and delivery system were noted.the reported event of device difficult to advance guidewire was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure could have caused the sheath kinked and misalignment between the inner and outer sheath, which limited the performance of the device and contributed to the difficulty advancing the guidewire. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary fully covered rmv stent was to be implanted to treat a biliary stricture during a biliary stent implantation procedure performed on (B)(6), 2020. According to the complainant, post sedation, the guidewire was able to enter the tip of the delivery system, but failed to exit the rx port (guidewire access port). Reportedly, the procedure was not completed because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay, fine and good.